Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Postopertive diagnosis: index surgery (B)(6) 2016, the following day the physical therapist heard a "crack" during session, patient revised for peri-prosethetic femur fracture. All components revised.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accoloade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Postopertive diagnosis: index surgery (B)(6) 2016, the following day the physical therapist heard a "crack" during session, patient revised for peri-prosethetic femur fracture. All components revised.